Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.